Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was inaccurate. The user¿s blood glucose (bg) level was 67 mg/dl. The user addressed bg level by eating carbohydrates. Reportedly, the user reloaded the cartridge.